Event description:
The customer reported that the unit fluoros on its own. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and found the power plug connections were loose. He tightened the plug and downloaded the error logs. The rep noted x-ray switch security error during period in question. Performed system diagnostics, no errors noted. The rep also replaced the gib board, and tested the system. The system functions normally.